Manufacturer narrative:
Revised investigation findings to code 213 ¿ no device problem found. A review of the manufacturing records indicated the lot met pre-release specifications. Revised investigation conclusion code to 50 ¿ adverse event related to patient condition. Imaging evaluation summary: two time-points available for evaluation: post-implantation cta dated (B)(6) 2020 and post-implantation cta dated (B)(6) 2021. On the (B)(6) 2020 time-point: the length from the right renal artery to the proximal circumferential device appears to be 3.6cm, by centerline. Aortic diameter just distal to the right renal artery appears to be 34.8mm. There appears to be lack of proximal device/wall apposition. On the (B)(6) 2021 time-point: the length from the right renal artery to the proximal circumferential device appears to be 3.7cm, by centerline. Aortic diameter just distal to the right renal artery appears to be 36.0mm. There appears to be lack of proximal device/wall apposition. Comparison axial images: max aaa diameter on (B)(6) 2020 appears to be 54.6mm x 50.9mm. Max aaa diameter on (B)(6) 2021 appears to be 56.4mm x 52.4mm. There appears to be a difference in maximum diameters between time-points. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to device migration and aneurysm enlargement. Additionally, according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), patient selection and treatment, additional considerations for patient selection include but are not limited to: patient¿s age, life expectancy, and co-morbidities (e.g., cardiac, pulmonary or renal insufficiency prior to surgery).

Manufacturer narrative:
Patient medications: aspirin, allopurinol, ezetimibe, hydrochlorothiazide, metoprolol succinate, and triamcinolone.

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. It was reported that computed tomography (CT) images (date is unknown) revealed the gore® excluder® aaa endoprosthesis (pxt281416/7302070) had migrated distally (amount of migration is unknown). The cause of the migration appears to be disease progression, reportedly the aneurysm sac has enlarged proximally (amount of enlargement is unknown) of the renal arteries. The patient is not an endovascular candidate. The event is ongoing.